Event description:
It was reported that the client saved two electrocardiogram (ECG) strips and when attempting to record another received an error of "can not change record strip while real time is running." Also noted was that the light on the front of the module was orange instead of green. Tech services had the client log out of paceart and then back in again, and the client was able to create a new recording of the ECG and the light on the module was green. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the client saved two electrocardiogram (ECG) strips and when attempting to record another received an error of "can not change record strip while real time is running." Also noted was that the light on the front of the module was orange instead of green. Tech services had the client log out of paceart and then back in again, and the client was able to create a new recording of the ECG and the light on the module was green. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.